Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the rx traveler instruction for use (IFU) states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The traveler rx is currently not commercially available in the us.; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the left anterior descending artery with mild tortuosity and moderate calcification. After intravascular ultrasound (ivus) was performed, the 2.75 x 12 mm traveler balloon catheter was advanced to the lesion. Some resistance was noted with the lesion; however, the traveler crossed successfully. During the first inflation to 8 atmospheres (atm), the balloon ruptured. It was noted that air aspiration was performed inside the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.